Manufacturer narrative:
(B)(4) = vegetation. Method = device was not related to edwards for evaluation. The explanted device was not returned to edwards for evaluation; therefore, the reported infection and vegetation could not be confirmed or evaluated. No additional information was provided regarding this patient medical history. There has been no allegation of an edwards device quality deficiency related to this event. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted due to endocarditis, after an implant duration of approximately 5 years. Initial report indicates patient presented with "vegetation and possible infection of her valve, it was cultured and sent to pathology. It had obvious vegetation by echo and that was the reason for explant." No additional information or patient medical history has been provided. No allegation of a device quality deficiency related to this event.